Event description:
It was reported that the patient felt pulsation in the right shoulder and arm. Review of the pacemaker data showed that since (B)(6) 2023 the right ventricular (rv) threshold was variable and was as high as 3.0 v. The rv pace impedance had also decreased from 400 ohms to 224 ohms recently. Rv lead noise was also sensed and prompted storage of non-sustained ventricular tachycardia events. This rv lead was programmed to unipolar and it was suspected that the sensation the patient was feeling could be due to the threshold testing and the resulting high output. It was planned to bring the patient into the clinic for further testing. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).